Manufacturer narrative:
H4: the lot was manufactured between may 11, 2023 and may 12, 2023. H10: one device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed using tap water to fill the container; no leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) exactamix 1000 ml eva tpn bags leaked from the port during compounding. The bags contained immunoglobulin. There was no patient involvement. No additional information is available.